Event description:
Baxter (B)(6) received a report of an infusor that had a leak during patient therapy. The patient put the device inside a plastic bag and proceeded to take a bath. Water from the bath was reportedly found inside of the device. The concomitant medical products are currently unknown. This condition interrupted therapy. There was patient involvement, but there was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available. Additional information: the batch review revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition.

Manufacturer narrative:
(B)(4). Evaluation summary: baxter received a photo of the sample for evaluation. Photographic evaluation confirmed the reported condition. The patient was reportedly taken a bath with the device and afterwards, water was observed inside the housing of the device. Water can enter inside the device because the top part of the device is not designed to be completely sealed. If the device is exposed to liquid, liquid can enter at the top area of the device. No additional observation was noted from the photo. No repair was done, as this is a single-use device which will be discarded.